Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was uncertain whether her sensor was on or off. Customer's blood glucose was 55 mg/dl. Customer's blood glucose at time of call was 184 mg/dl. Customer reported the sensor alerted a low blood glucose alert then a high blood glucose alert 40 minutes apart. Customer reported she had been wearing the infusion for 6 days, longer than the suggested 3 days. Customer reported her blood glucose was around 50 mg/dl when she started using the sensor. Customer mentioned she had broken her shoulder due to a fall. After troubleshooting, customer will not be returning the device for analysis.